Manufacturer narrative:
Per the customer, the samples are collected in bd lihep plasma tubes and centrifuged for six (6) minutes at 6000 rpm. Per the customer, qc is performing within the customer's established ranges. System check data from (B)(6) 2011 shows that the system check passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse inspected the instrument hardware and noted that the vessel holders "rattled" when the incubator belt was in motion. The fse also noted residue had splashed onto the wash carousel. The fse replaced the incubator belt and vessel holders. The fse also cleaned the wash carousel. The fse tested forty (40) replicates of accutni low level qc to verify instrument precision and the results passed with no erratic results. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results within the risk stratification range for one (1) patient that were generated by the unicel dxc 600i access immunoassay system. Repeat analysis of the sample gave a lower result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.